Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the basic evaluation procedure was never done because the doctor had a hard time placing the leads. The patient also mentioned that they had a lot of bruising and soreness. The patient mentioned they would be starting the advanced evaluation on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 3531 product type external neurostimulator product ID 3057 product type screening device removed conclusion code 92 as it no longer applies. This event was also reported under manufacturer report #3007566237-2017-03961. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had arthritis in the joints that were used which caused the hard time placing the leads. It was not a device issue; they were unable to do it due to the patient's condition.